Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2019-00356. It was reported the patient experienced signs of infection at the lead site three weeks after the lead implant date. To address the issue, the physician explanted the patient¿s two leads, hospitalized the patient, and prescribed intravenous and oral antibiotics. The infection has improved and the patient is being monitored.

Event description:
Device 2 of 2; reference MFR. Report: 1627487-2019-00356. Follow up information identified the patient was released from the hospital the day after the explant. The infection has since resolved.